Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for insulin flow block. Customer¿s blood glucose was 599.4 mg/dl. Reservoir is not expected to return for analysis.